Event description:
The customer reported that the device alarmed for "pump disconnect" then shut down and provided the following event details: the ICU patient was receiving epinephrine and levophed and was being transitioned from epinephrine to a dopamine infusion when the event occurred. The patient's blood pressure decreased to 70 systolic during the time it took to replace the module. Medical intervention was not required. Although requested, no additional patient event information was provided. The customer also reported they examined the iui connectors and noted green corrosion. They evaluated their cleaning process and identified the cleaner as bleach based, brand name unknown.

Manufacturer narrative:
(B)(4). The customer was instructed to use only 70% isopropyl alcohol on the iui connectors as indicated in the directions for use. Tip sheets and a list of approved cleaning agents were sent to the customer. The customer stated that the clinical engineering department will determine if the devices will be returned for evaluation. At this time, no devices have been received. A follow up report will be submitted with evaluation results should the device be received for evaluation.